Manufacturer narrative:
The received x-rays were reviewed. No migration of a screw can be confirmed on the first x-ray as the screw head does not protrude from the plate. The end of the screw goes not fully though the far cortex, but it is unknown if the screw was inserted this way or if this is related to the complained loose screw. Compared with the first x-ray is no change in the screw positions visible on the second x-ray, all screws seem to be in the same position and no migration can be confirmed. Based on the x-rays it is finally not possible to confirm if the screw was during the removal loose or not. The affected device was not returned for evaluation, therefore no further investigation is possible. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the extraction surgery, the surgeon noticed that one of the locking screws (third from the medial) had loosened."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the hospital.

Event description:
As reported: "during the extraction surgery, the surgeon noticed that one of the locking screws (third from the medial) had loosened."